Event description:
It was reported that as the xience nano stent delivery system (sds) was being advanced on a non-abbott guide wire (with no reported resistance), the guide wire came out the side of the shaft prior to reaching the rx port. This was observed prior to entering the patient. The sds was easily removed from the guide wire and was replaced with a new xience nano to continue the procedure. There was no significant delay in procedure and no adverse patient effects. No additional information was provided. Returned device analysis revealed the soft tip was nearly detached from the sds.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned xience v stent delivery system (sds) noted no blood or contrast visible. The stent implant was stationary on the tightly folded balloon between the markers with no damage noted. The soft tip was torn radially at the distal seal, confirming the tear. The soft tip was still intact with the catheter. Tears in the tip can be affected by numerous factors including, but not limited to, manufacturing (processing and/or handling), handling during removal from packaging at the account, preparation/use of the catheter, or interaction with lesion/anatomy or accessory devices. It is likely that the sds and guide wire were not properly supported during advancement, resulting in the guide wire protruding through the tip. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to the complaint and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there has been no similar incidents reported for tears in the tip for this lot. There is no indication of a lot specific product quality deficiency. In this case, the reported difficulties appear to be related to the operational context of the procedure. All stent delivery systems are visually inspected for tip damage during the manufacturing process. Additionally, a sampling of units is destructively tested to verify tip pull force.